Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We faced issues with 2 devices from this lot#. A first catheter was inserted in the patient. The volume of inflation was 10 ml. The patient heard the balloon burst. A second catheter was inserted in the patient. The balloon burst 15 minutes after insertion. We did not insert a third one because the patient had a bleeding because of these balloon bursts. Additional information: the patient's condition is fine but the patient had hematuria and pain. The balloon was inflated with 10ml of sterile water. The balloon of the first catheter burst immediately. The patient had no underlying conditions like bladder stones or encrustations. The device was not tested prior to use.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample and 2 representative samples were returned for investigation. Based on the complaint description, "a first catheter was inserted in the patient. The volume of inflation was 10 ml. The patient heard the balloon burst. A second catheter was inserted in the patient. The balloon burst 15 minutes after insertion." A. 1 piece of actual sample visual inspection did not show any obvious abnormality. Attempt to inflate the balloon completely was easy, however, the balloon was not able to retain its inflated condition. The balloon deflated within 1 minutes to its initial state. When red color dye inserted into inflation lumen showed a leak on the balloon surface. Close examination under magnification lens (60x magnification) revealed traces of cut / poke marks on the balloon surface. Leak balloon may happen due to several reasons such as being in contact with sharp object during use i.e., contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative's compounds. Balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. The same procedure of inflating and deflating balloons of the representative samples did not show similar defect as per the actual sample. The fully inflated samples were left for a period of 30 minutes and no balloon deflation found. In current standard operating procedure as per spm-a51-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spm-a52-004). Catheter with defective balloon will be culled out. Based on the investigation conducted, leak on the actual sample exhibited a cut mark which detrimental to the balloon. Therefore, this complaint could not be confirmed.

Event description:
We faced issues with 2 devices from this lot#. A first catheter was inserted in the patient. The volume of inflation was 10 ml. The patient heard the balloon burst. A second catheter was inserted in the patient. The balloon burst 15 minutes after insertion. We did not insert a third one because the patient had a bleeding because of these balloon bursts. Additional information: the patient's condition is fine but the patient had hematuria and pain. The balloon was inflated with 10ml of sterile water. The balloon of the first catheter burst immediately. The patient had no underlying conditions like bladder stones or encrustations. The device was not tested prior to use.